Event description:
It was reported that the catheter could not be advanced about 5cm after it was sent into the sheath. The user found that the central cavity of the balloon was deformed after removing it. As a result, the catheter was replaced, and the operation was successful. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "catheter could not be advanced" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked and bent. The damaged iabc can result in difficulty inserting the iabc through the sheath. No issues were noted to the returned sheath and it was returned assembled with a dilator; the sheath in question was potentially not returned. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage indicates the iabc was not prepped correctly per the IFU and can result in damage to the iabc. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iabc prep/removal from its packaging. The root cause of the kinked/bent central lumen is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the catheter could not be advanced about 5cm after it was sent into the sheath. The user found that the central cavity of the balloon was deformed after removing it. As a result, the catheter was replaced, and the operation was successful. There was no report of patient complications, serious injury or death.